Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient claimed he was getting shocked by the device around his mid back and sides. The patient turned the device ¿all the way down¿ and it still continued. The patient switched to group c and claimed the shocking went away. The issue was resolved.